Event description:
It was reported to philips that the azurion device would not x-ray. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that generator was busy starting up, there was no possible x-ray. Upon did some functional test fse confirmed resonance frequency was too high and the point was defective. Fse replaced the point, after replacement of point the system was returned to use in good working condition. The codes were updated based on the investigation outcome.